Manufacturer narrative:
This report is being filed on an international product, list number 02k91-78 has a similar product distributed in the us, list number 2k91-33. The complaint investigation for falsely depressed architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 22003m800 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 22003m800 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 22003m800 is inside the established control limits, which indicates acceptable product performance. Based on the investigation no systemic issue or deficiency of the architect ca19-9xr for lot number 22003m800 was identified.

Event description:
The customer observed falsely depressed architect ca 19-9xr results for one patient diagnosed with cancer. It is unknown which cancer the patient has been diagnosed with. The following data was provided: initial result in august = 6232.92 u/ml, repeat result correlated. Result in july = 8.93 u/ml. No impact to patient management was reported.